Event description:
On december 9 mellcor puritan bennett rec'd a call from source who alleged one of their monitors had shut down without an alarm. The monitor has not been returned to MFR for evaluation and testing.